Event description:
It was reported that resistance was met while the pixel was being advanced over the guide wire. The stent delivery system could not be withdrawn from the wire (against IFU), and then the devices were removed together. Upon inspection following removal of the devices, it was noted that the soft tip of the catheter had separated and remained stuck on the guide wire. No patient injury reported.